Event description:
A caller reported a malfunction on the pump, identified by the malfunction code malf 12. It was unknown whether the issue caused the customer's blood glucose level to exceed 500 mg/dl. No adverse impact was reported. Technical support provided pump reset instructions and assisted the caller in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappeared, to which the caller agreed and understood the instructions.